Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and a fall, injured their back and reported to the emergency room. A device check revealed pauses on the electrocardiogram (EKG) that appeared to correlate with oversensing on the right ventricular (rv) lead and the patient exhibited heart rates lower than programmed rates. Fluctuating impedance, an intermittent loss of capture and high thresholds were also noted on the rv lead. Stored electrograms noted some non-sustained ventricular tachycardia and one very short v-v interval that may be interpreted as noise. The lead was reprogrammed and a lead replacement is expected. No further patient complications have been reported as a result of this event.